Event description:
It was reported that while testing patient samples on a bd facscanto¿ ii erroneous results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: customer reports that recently the signal in apc-h7 with multiple reagents has decreased in multiple analysis that were run with the instrument. Customer has replaced the cst bead lot, defined a new baseline and re-created application settings but the separation on apc-h7 is still lower than expected. Cst does not show particular issues. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. Was there any delay of treatment due to the issue? (Go to question #3) no. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no.

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6). Problem statement: customer reported complaint of the instrument producing erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 05sep2020 to date 05sep2021. Complaint trend: there are 18 complaints related to this issue of erroneous results; date range from 05aug2020 to date 05aug2021. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results could not be determined. The customer had reported that the signal in the apc-h7 channel with multiple reagents has decreased in several analyses run with the instrument. The customer had replaced the cst bead lot, defined a new baseline, and recreated the applications settings but they still found that the separation on apc-h7 was lower than expected. During a remote assistance (wo-02053155), the tsr (technical service representative) was sent graphs, cst reports, and examples of the unexpected results but the tsr was unable to determine if this was an application issue or technical issue so they scheduled for a field service. During the field service (wo-02053217), the fse (field service engineer) attempted to determine the cause of the unexpected results by running several tests on the instrument. When the instrument passed the cst test with no apparent issues, the fse changed the case to non-emergency. They then ran cab beads, inspected the flowcell with a microscope, and checked the event rate in medium and high flow rates which all were normal. No return sample was requested for evaluation because no parts were replaced. After testing the instrument and observing no issues with the cst tests, the fse determined that there was no fault with the instrument and it was functioning as expected. Although the instrument was being used for clinical diagnostic testing at the time of the incident, the customer confirmed that it did not delay or affect the treatment of the patient in any way. Instructions on the proper usage of the instrument including instrument setup and data collection can be found in the bd facscanto¿ ii flow cytometer instructions for use (IFU) manual, #23-20269-00 rev. 1/vers. A. The safety risk is limited, s2, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2009. Defective part number: n/a. Work order notes: subject / reported: 338962 - bd facscanto ii - issue on apc-h7 channel. Problem description: customer reports that recently the signal in apc-h7 with multiple reagents has decreased in multiple analysis that were run with the instrument. Customer has replaced the cst bead lot, defined a new baseline and re-created application settings but the separation on apc-h7 is still lower than expected. Cst does not show particular issues. Work performed: bm 6 august 2021. Cst passes on this instrument, no issues apparent, changed to non-emergency. Ran cab beads, all parameters optimal. Inspected flowcell with microscope, all ok. Checked event rate in diva running cab beads in low medium and high flow rates, optimal. Ran cst, all passed all ok. There is no issue with the instrument. Customer left plots of customer templates to review, but service engineer is not qualified to review templates or assays. Cause: no fault with instrument. Solution: no action taken, no fault observed, instrument is passing cst. Internal notes: lj graphs, cst report and examples of the unexpected results are attached to the case. Unable to determine whether it is an application or technical issue but customer has urgent samples to analyze. Requested fse intervention while passing the the data to an app specialist. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part #338960-05ra, version a, bd facscanto ii flow cytometer (daq) fmea was reviewed. The severity rating in this file is an ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. Item: events analysis. Function: calculates basic parameters from event pulse (height, area, and widths) potential failure mode: parameters do not change or are calculated incorrectly. Potential effects of failure: incorrect data. Potential causes/mechanisms of failure: fpga/dsp. Current controls: instrument setup/calibration (qc) fails. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Sev: 8. Occ: 2. Det: 2. Rpn: 32. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the erroneous results could not be determined. Conclusion: based on the investigation results the root cause of the erroneous results could not be determined. The fse attempted to identify the issue by running several tests on the instrument. They ran cst tests, cab beads, inspected the flowcell with a microscope, and checked the event rates in the diva software. After the tests the fse was unable to identify any fault with the instrument, and it seemed to be working as expected. No treatment or diagnosis was given due to the unexpected results. The safety risk is limited, s2, and there was no impact to patient health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing patient samples on a bd facscanto¿ ii erroneous results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: customer reports that recently the signal in apc-h7 with multiple reagents has decreased in multiple analysis that were run with the instrument. Customer has replaced the cst bead lot, defined a new baseline and re-created application settings but the separation on apc-h7 is still lower than expected. Cst does not show particular issues. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. Was there any delay of treatment due to the issue? (Go to question #3) no. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no.